Manufacturer narrative:
The other additional proglide referenced is being filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using proglide devices with a 7f sheath after an interventional extremity angiogram procedure. Reportedly, while trying to advance the first device over an amplatz guide wire, resistance was felt. The physician tried to muscle with the device with no success. The device was removed and a second proglide was attempted with the same issue. A non-abbot device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.